Event description:
It was reported that during an MRI scan, a ferromagnetic flat screen monitor was moved by hospital staff, and was subsequently pulled toward the magnet. The MRI room is used for research purposes. While scanning a volunteer, the monirot was attracted into the system, and struck the volunteer causing serious facial injuries. The volunteer's injuries required an operation. This incident was caused by a ferromagnetic object present in the controlled area, and was not related to product failure. This event occurred in a foreign country.